Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that an accessory used with the device was damaged, a broken piece entered into the air/water channel, and then the piece was pushed to the nozzle by water or air. Per the results of inspection, the foreign objects were rubber. It was presumed that they were broken pieces that came from the water bottle. The following is described within the instructions for use (IFU) for the decrease/prevention of the reported phenomenon: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the channel cleaning adapter after each patient procedure. Users can detect the suggested event properly by handling the device in accordance with the following IFU: inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the us, but a similar device is. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, a rubber like foreign material was clogged in the nozzle. It is likely that it is debris from the water bottle plug on the perfusion cannula. The clogged material can be removed. The customer followed the proper reprocessing steps. The issue was likely that the rubber plug was aging and not replaced in time. It was also confirmed that the button 1 outer skin was leaking and the rubber ring for flexible stiffness was also damaged. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during reprocessing the device nozzle was found to be clogged. The clogging of the nozzle was prior to any procedure. There is no patient involvement and no harm reported to any patient. Customer also reported the button 1 outer skin was leaking and the rubber ring for flexible stiffness was also damaged. There is no reported harm or adverse impact to any patient.